Manufacturer narrative:
Summarized patient outcomes/complications of redo mitral valve replacement (re-mvr) in a small mitral annulus with the use of the chimney technique were reported in a research article "early and mid-term outcomes of using the chimney technique in redo mitral valve replacement in patients with a small mitral annulus." In a subject population with multiple co-morbidities including hypertension, diabetes, chronic obstructive pulmonary disease, chronic kidney disease, stroke, prior myocardial infarction, coronary artery disease, atrial fibrillation, infective endocarditis, hypertrophic cardiomyopathy, prior cardiac surgery. Some of the complications reported were included death, reoperation (surgical intervention) due to bleeding, acute kidney injury, dialysis, prolonged ventilation (unexpected medical intervention), stroke, temporary neurological impairment, atrial fibrillation, intra-aortic balloon pump, mitral valve stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title: "early and mid-term outcomes of using the chimney technique in redo mitral valve replacement in patients with a small mitral annulus".

Event description:
The article, "early and mid-term outcomes of using the chimney technique in redo mitral valve replacement in patients with a small mitral annulus", was reviewed. The article presented a retrospective, single center study to present early experiences on the outcomes of redo mitral valve replacement (re-mvr) in a small mitral annulus with the use of the chimney technique. Devices included in the study were sjm tissue heart valve and medtronic hancock. The article concluded that the use of the chimney technique in small mitral valve re-mitral valve replacement results in larger valve sizes. Moreover, the mean gradients over the mitral valve are acceptable both intraoperatively and over time. [The primary and corresponding author was liang tao, asia heart hospital of wuhan university, wuhan 430022, china, with corresponding email: taoliangmd@sina.com] the time frame of the study was from 2019 to 2020. A total of 77 patients were included in the study, of which 48 (62.3%) received an abbott device. The average age was 56.7 years and the average gender was female. Comorbidities included hypertension, diabetes, chronic obstructive pulmonary disease, chronic kidney disease, stroke, prior myocardial infarction, coronary artery disease, atrial fibrillation, infective endocarditis, hypertrophic cardiomyopathy, prior cardiac surgery.